Manufacturer narrative:
Pump passed the displacement test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm or unexpected restart error alarm during testing noted. Motor passed motor test. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor error, unexpected restart alarm had a high blood glucose event. The customer¿s blood glucose was in the 300 mg/dl at the time of incident and treated with insulin pump. Customer stated that the insulin pump had an unexpected restart alarm after battery change. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Customer stated that the unexpected restart alarm is recurring during normal use. Customer declined motor error troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.